Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when attempting to clear a weak battery alarm and battery out limit alarm a no delivery alarm was received. Customer's blood glucose was 32 mg/dl and was treated with food. Troubleshooting was performed and customer was assisted with adjusting time and date. Customer was out of insulin and was assisted with rewinding and priming.